Manufacturer narrative:
Evaluation: a device history review was conducted. The device history records review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture. Leaflet immobile due to thrombus.

Event description:
15 days post implant of a mitral cphv, an echocardiography showed thrombosis and the valve was explanted.